Event description:
Subsequent information indicates that this device was explanted and returned for analyis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) and subsequently end of life (eol) due to extended charge times. The health care provider (hcp) stated that the physician was unsure if they were going to replace the device at this time. An attempt to obtain additional information has been made. No adverse patient effects were reported. The device remains in service. The device is a part of the mid-life display of replacement indicators advisory.